Event description:
The consumer via a manufacturer representative reported that in a prior telemetry session, the patient's wrist watch interfered with telemetry between a clinician programmer and their implantable neurostimulator (ins). During an interrogation session with their health care provider (hcp) recently, the hcp could not initiate telemetry while the patient had the wrist watch on. The patient and hcp decided to remove the watch and place it on the table on the opposite side of the room and subsequently, telemetry was possible. It was the patient's assertion that the wrist watch interfered with telemetry between the clinician programmer and ins. The patient discussed turning off their device prior to ankle surgery on (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.